Event description:
It was reported that a serious injury occurred with a syringe 1.0ml 30ga 8mm . The following information was provided by the initial reporter, "it was reported that syringe shield separated from syringe in sealed bad and caused consumer to get a needle stick. Planning on getting tested because of the needle stick. Bleeding shown in picture from consumer.

Manufacturer narrative:
H.6. Investigation: customer returned eight (8) 30gx8mm, 1ml bd insulin syringes from an opened polybag from lot 8351722. Consumer reported that the syringe shield separated from syringe in sealed bag and caused consumer to get a needle stick. All eight returned syringes were examined and it was observed that one of the syringes had a bent cannula with a shield separated from the syringe. The polybag was examined and was observed to have been torn open by the user, however, a small puncture through the polybag indicates that a cannula had pierced through the polybag. Customer provided (1) photo of 1ml bd syringes from lot 8351722. It was reported that the shield came off syringe and was sticking thru bag. The photo provided by the consumer was reviewed and it was observed that the cannula shield was separated from the syringe, and the cannula was through the polybag, as reported. A review of the device history record was completed for batch # 8351722. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200800186, 200800072] noted that did not pertain to the complaint. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. DHR and l2l dispatches entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. H3 other text : see h.10

Manufacturer narrative:
Investigation summary: customer provided (1) photo of 1ml bd syringes from lot 8351722. It was reported that the shield came off syringe and was sticking thru bag. The photo provided by the consumer was reviewed and it was observed that the cannula shield was separated from the syringe, and the cannula was through the polybag, as reported. A review of the device history record was completed for batch # 8351722. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200800186, 200800072] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on (B)(6)2019, holdrege received a photo of 1.0ml, 30g, 8mm syringes in an open polybag from batch #8351722. Visual inspection found one syringe with missing shield and bent cannula. The cannula had penetrated the polybag. The shield is not visible to evaluate if any damage is present. The barrel does not show any signs of damage. Unable to determine the polybag condition from the photo. Review of DHR and maintenance dispatches found no notifications that pertained to this issue. Unable to determine root cause. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored."

Event description:
It was reported that a serious injury occurred with a syringe 1.0ml 30ga 8mm . The following information was provided by the initial reporter, "it was reported that syringe shield separated from syringe in sealed bad and caused consumer to get a needle stick. Planning on getting tested because of the needle stick. Bleeding shown in picture from consumer. From phone call on (B)(6)2019 11:12:19: pharmacist stated: shield came off syringe and was sticking thru bag. 1 syringe only. Employee and patient stuck finger with same needle per pharmacist. The; bag was sealed. Pharmacist reported one of her patient' stuck his finger when removing a package from the box. The patient has plans to get tested for the needle stick. Pharmacist said she would follow up with the patient and call back after doctors appointment. Pharmacist not interested in getting replacement product, just wanted to make bd aware. Pharmacist took care of replacement for patient. Pharmacist reporting issue for same product on different days. Same package affected both individuals, (employee and patient)." Complaint 1 of 2.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a serious injury occurred with a syringe 1.0ml 30ga 8mm . The following information was provided by the initial reporter, "it was reported that syringe shield separated from syringe in sealed bad and caused consumer to get a needle stick. Planning on getting tested because of the needle stick. Bleeding shown in picture from consumer. From phone call on 2019-05-28 11:12:19: pharmacist stated: shield came off syringe and was sticking thru bag. 1 syringe only. Employee and patient stuck finger with same needle per pharmacist. The; bag was sealed. Pharmacist reported one of her patient' stuck his finger when removing a package from the box. The patient has plans to get tested for the needle stick. Pharmacist said she would follow up with the patient and call back after doctors appointment. Pharmacist not interested in getting replacement product, just wanted to make bd aware. Pharmacist took care of replacement for patient. Pharmacist reporting issue for same product on different days. Same package affected both individuals, (employee and patient)." Complaint 1 of 2.